Event description:
(B)(6) called and stated that (B)(6) passed away stated that it could be related to complications due to her diabetes. (B)(6) passed away in her home (B)(6). (B)(6) stated that (B)(6) was wearing the pump at the time of death. Her spouse stated that her bg was high. The last bg was on evening of the (B)(6) 2011 at 600 and (B)(6) gave herself a shot of 10u with pump. (B)(6).

Manufacturer narrative:
No used or unused devices were returned to unomedical. The retained samples from the reserve lot were visual inspected, flow and leak tested and all were found to be within product specification. If unomedical should receive the actual used device involved a test and eval of the device will be carried out and if required a f/u report will be submitted. Eval summary: used device: no used devices were returned for testing. Unused devices: no unused devices were returned for testing. Reference samples: the retained samples were visual inspected, flow and leak tested and were found to be within specification.